Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the leadless pacemaker exhibited high threshold. The device was then attempted to be repositioned with the delivery catheter when the patient's blood pressure dropped. A cardiac tamponade was confirmed and an epicardial drainage was performed. Post-procedure, it was noted that the patient was unconscious, but then recovered. Ultimately a transvenous pacemaker system was implanted.